Event description:
Customer reported an alarm. Troubleshooting was performed and pump programming and self test was ok. No additional details were provided.

Manufacturer narrative:
Pump was received with broken case at luer lock area, cracked and scratched overlay. Unit had leadscrew detached from motor which prevents further testings.